Event description:
Customer reportedly received results of 232 mg/dl and 65 mg/dl within 10 minutes on the aviva system. Low blood glucose symptoms reported with these results; customer was able to self treat. No adverse event reported. Requested return of suspect system and replacement was sent.